Manufacturer narrative:
(B)(4). Additional narrative: baxter has conducted a trend review and found that similar reports have been received for the reported problem of "ruptured reservoir". The root cause will be identified/addressed through the CAPA investigation, (B)(4). A batch review was conducted and no issues were found related to the reported condition during the manufacture of the lot.

Manufacturer narrative:
(B)(4). Additional narrative: the sample was not returned to baxter for evaluation. Therefore, the reported condition of "reservoir ruptured" could not be confirmed. Should the sample and/or additional information be received, a follow-up report will be submitted.

Event description:
It was reported to baxter (B)(4) that the reservoir of one (1) ce intermate lv 250 device had ruptured during filling. According to the report, the device was being filled with sodium chloride. No patient involvement. No additional information is available.